Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 40 mg/dl. Customer stated that she removed her sensor due to skin irritation itching, swollen and red where her sensor is located prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2012-07031.